Event description:
It was reported that the patient presented in clinic for a generator change. Interrogation prior to the procedure revealed that the right atrial lead exhibited noise. No device intervention was performed and the lead will be monitored. The patient was stable.